Event description:
During evaluation by baxter, the channel b air in line printed circuit board (ail pcb) was out of specification. According to the hospital representative, no pt injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation was completed and the reported condition of air in line printed circuit board (ail pcb) that was out of specification, in channel b, was confirmed. Failure code 810:04 (found in the event history) was manifested as a result of the ail pcb being out of calibration. The baxter technician replaced and tested the ail pcb, to correct the reported condition.